Event description:
Customer reported that the inner cannula does not fit right and loosens/falls out after short time of use. The customer reported this is a homecare pt. Info provided does not confirm if medical intervention was required. Covidien has made multiple attempts to collect further info relate to this report with no response to date.